Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. One partial recapture of the closure device was done during the procedure. The procedure was completed with the closure device implanted in the laa of the patient. Two hours and twenty minutes post implant of the closure device, routine transesophageal echocardiography (tee) was performed to rule out pericardial effusion before the patient was sent to the recovery ward. No pericardial effusion was noted, however, the closure device was seen in the left atrium. Percutaneous retrieval of the closure device was attempted, but was unsuccessful. Surgical explantation of the closure device was then performed successfully. The laa was surgically closed with an non-boston scientific device following the explantation of the closure device. Following retrieval of the closure device, a replacement of the mitral valve was performed. No future plan for laa closure was noted as the laa was surgically sealed following the event. No further patient complications were reported and the patient survived the operation well. The patient was intubated as of (B)(6) 2022 and was in the surgical intensive care unit as of (B)(6) 2022 in stable condition. The patient was then in the normal hospital ward as of (B)(6)2022 in good condition and was to be transferred to geriatrics the following week.